Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the ok keypad button was under responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: investigation revealed that the keypad was peeling off. All keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination and moisture was found under all button contacts.